Manufacturer narrative:
H.6. Investigation summary: one used primary set, model 2426-0007, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then primed and functionally tested. The primary set functioned as designed and no air in line was observed. The customer's complaint of the error message ¿air in line¿ could not be verified. A device history record review for model 2426-0007 lot number 21035280 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 02mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the air-in-line alarm went off while the as lvp 20d 3ss cv tubing was in use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we received another complaint about error message ¿air in line¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air-in-line alarm went off while the as lvp 20d 3ss cv tubing was in use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we received another complaint about error message ¿air in line.¿"